Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. A visual and dimensional inspection were performed on the returned guide wire and the reported difficult to remove from the balloon catheter and torn damaged polymer were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported difficulty to remove and polymer damage appear to be related to circumstances of the procedure. It is likely that during advancement through the mildly calcified, mildly tortuous anatomy the guide wire encountered resistance causing damage to the polymer coating and resulting in the difficulty o remove from the balloon catheter. Manipulation and/or inadvertent mishandling during retraction against resistance with the anatomy like resulted in the reported/noted polymer damages. The scratch marks on the polymer coating also suggests interaction with the anatomy and/or other devices used causing damage to the outer surface of the polymer. The noted bends on the distal end of the core wire likely occurred during advancement through the anatomy. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. MFR site - contact office first and last name was updated from (B)(6).

Event description:
It was reported that the procedure was performed to treat a mildly calcified, mildly tortuous anterior tibial artery. There was resistance while attempting to remove the 4.0x20mm armada 18 balloon dilatation catheter (bdc) over the command 18 guide wire. Both devices were removed as a single unit. After removal, it was noted that the guide wire polymer was torn at the tip. A new unspecified guide wire and a new unspecified bdc were used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The armada 18 referenced in b5 and d11 is filed under a separate medwatch report number. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a mildly calcified, mildly tortuous anterior tibial artery. There was resistance while attempting to remove the 4.0x20mm armada 18 balloon dilatation catheter (bdc) over the command 18 guide wire. Both devices were removed as a single unit. After removal, it was noted that the guide wire polymer was torn at the tip. A new unspecified guide wire and a new unspecified bdc were used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.